Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 5.0 mmol/l, 19.4 mmol/l, 10.3 mmol/l, and 8.6 mmol/l. Low blood glucose symptoms were reported with these results; customer was treated with hypostop and low blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.